Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged with struts on the distal half of the stent distorted and stretched over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified 1st diagonal branch of the left anterior descending (lad) artery. A 2.25 x 32 synergy drug-eluting stent was advanced but failed to cross the proximal lad. The device was removed and pre-dilatation was performed with a balloon catheter in the proximal lad. The device was re-advanced using anchor technique but still failed to cross the lesion. Several attempts were made and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified 1st diagonal branch of the left anterior descending (lad) artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the proximal lad. The device was removed and pre-dilatation was performed with a balloon catheter in the proximal lad. The device was re-advanced using anchor technique but still failed to cross the lesion. Several attempts were made and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.